Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manager of the ctu (cardiac thoracic unit) called the clinical support specialist (css) and stated that he had a balloon that was removed from a male patient on (B)(6) 2015 due to a rupture. The manager stated that the balloon was emergently placed in the patient at the bedside on (B)(6) 2015. On (B)(6) 2015, they noted blood in the tubing. They were unable to remove the balloon at the bedside and the patient was taken to the operating room for removal. The patient expired the next day. The manager stated that the patient's death was unrelated to the iab or the removal. According to the manager the iab was connected to a competitor's pump and he stated that they did not have any alarms on the pump before they noted the blood in the tubing. The css was unable to get any more information about this balloon, the md that inserted the balloon, or patient information. The manager no longer has the patient's chart on the unit.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.conclusion: the reported complaint of removal difficulty is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that the manager of the ctu (cardiac thoracic unit) called the clinical support specialist (css) and stated that he had a balloon that was removed from a male patient on (B)(6) 2015 due to a rupture. The manager stated that the balloon was emergently placed in the patient at the bedside on (B)(6) 2015. On (B)(6) 2015 they noted blood in the tubing. They were unable to remove the balloon at the bedside and the patient was taken to the operating room for removal. The patient expired the next day. The manager stated that the patient's death was unrelated to the iab or the removal. According to the manager the iab was connected to a competitor's pump and he stated that they did not have any alarms on the pump before they noted the blood in the tubing. The css was unable to get any more information about this balloon, the md that inserted the balloon, or patient information. The manager no longer has the patient's chart on the unit.